Event description:
It was reported that "wearable failure" occurred. On (B)(6) 2026, the cgm reading was 15.0 mmol/l, with a downwards trend. After this was observed the sensor failed. The patient teachers' aide then treated the patient with 10 units of insulin. No fingerstick was reported to have been taken at that moment. After the treatment the patient experienced hypoglycemia, even though no specific symptoms were reported. The patient was sent to the school nurse, where they were treated with ¿12 units¿ of glucagon. No fingerstick was reported from that moment. No further medication was reported and the mother pick up the patient to rest at home. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.